Event description:
I had lasik surgery in late 2003 by a dr. It was traditional lasik using a b & l technolas laser. The outcome was not as I expected. I share the blame as I signed a document that I fully understood the risks of the surgery. I only did so after being assured, by the physician himself, that I was an excellent candidate and would love the results and that the possibility of complications were extremely small. I was never told about dry eyes, complications of night vision, possibility of ectasia, etc. Needless to say, I feel as though, I was swindled by a very good salesman. I was a -3 to begin with and regressed to a -1 following the surgery. I still struggle with dry eyes today, over three years following the surgery. I have difficulty driving at night because of the halo effect of oncoming traffic lights. I would urge the FDA, to put some type of procedure in place that would let the general public know that some individuals wished they never had the surgery. Perhaps have them watch a mandatory dvd of people who have had bad experiences. I think this should be part of the sales pitch that the doctors make when trying to get patients to come to their establishment for the procedure. It's too easy to have the procedure, especially when something as vital as your eye sight is on the line.